Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system controller having a cracked white connector nut was not confirmed. There were no photos or log files or submitted for review. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the patient¿s backup system controller had a cracked white nut and was consequently exchanged. This can result in the nut not being able to be tightened fully. There were no reported connection issues or associated alarms with the damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors. Gently bring the connectors together, turning them slightly to make the connection, if needed. Never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's back-up system controller had a cracked white nut and the modular cable on the primary system controller was damaged. The system controller was exchanged, and the modular cable was exchanged and disposed of.